Event description:
It was reported that the foley insertion kit was opened, insertion process was started until this registered nurse noticed that the 10ml syringe filled with sterile water was 1/2 empty and the cap was missing. This registered nurse stopped procedure and kit was discarded and a new foley insertion kit was used for patient care.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿inspection results (measurement, testing data) not verified by iqa assignee error of inspector". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problem or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley insertion kit was opened, insertion process was started until this registered nurse noticed that the 10ml syringe filled with sterile water was 1/2 empty and the cap was missing. This registered nurse stopped procedure and kit was discarded and a new foley insertion kit was used for patient care.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.